Event description:
The customer alleged that he performed a control test and received a result of 47 mg/dl using his contour meter. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer declined to troubleshoot his contour system or provide more info and ended the call. No product will be returned for eval.

Manufacturer narrative:
The customer did not provide a meter serial number or reagent lot number. It's not possible to determine a manufacturer date without that info.